Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was unable to insert the intermittent catheters. Per customer via phone on (B)(6) 2022, it was stated that the patient was using the foley catheters intermittently and had trouble getting them inserted as the patient had an artificial bladder and when they did not go in correctly, the patient experienced bleeding. No medical intervention was reported. Patient was currently using foley catheter but was using intermittently. Patient had hospitalization for urinary tract infection prior to changing to a different foley catheter but the customer did not believe that the catheters were the cause of urinary tract infection. Patient was treated with antibiotics.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿tip not smooth or rounded ¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was unable to insert the intermittent catheters. Per customer via phone on 03feb2022, it was stated that the patient was using the foley catheters intermittently and had trouble getting them inserted as the patient had an artificial bladder and when they did not go in correctly, the patient experienced bleeding. No medical intervention was reported. Patient was currently using foley catheter but was using intermittently. Patient had hospitalization for urinary tract infection prior to changing to a different foley catheter but the customer did not believe that the catheters were the cause of urinary tract infection. Patient was treated with antibiotics.